Event description:
Consumer contacted dexcom to report an intermittent vibration on the receiver. Consumer did not report any medical intervention or injures.

Manufacturer narrative:
Product return received for receiver, product investigation concludes that there was no defect found with the receiver. No data available for evaluation.